Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) the patient received inappropriate high voltage therapy and anti-tachycardia pacing (atp). Information received indicated that the patient had episode clustering on cardiac compass and associated massive fluid overload indication. The patient's cardiac compass and arrhythmia evidence appears correlated. It was noted the ICD features algorithms used to differentiate between ventricular tachycardias (vt) and supraventricular tachycardias (svt) could not withhold during detected ventricular fibrillation (vf) due to episode rate exceeding svt ventricular limit. The ICD remains in use. No further patient complications have been reported as a result of this event.